Manufacturer narrative:
Available details indicate that the customer is requesting replacement part. A replacement ECG cable was ordered and sent to the customer. The component is not expected for return as the part will be scrap if defected. The device remains at the customer site.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the ECG cable was worn out. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.